Event description:
Medtronic received a report that the react 68 catheter was kinked in the middle section during delivery. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for thrombectomy of an anterior cerebral artery (aca) embolism. It was noted the patient's vessel tortuosity was severe. 2021-09-01 e1 (for, rep, hcp): additional information received reported that the react catheter was being delivered through a 7f long sheath. The vascular approach was tortuous and there was resistance during delivery.

Manufacturer narrative:
This event is reported at this time based on analysis results which indicated a reportable event. Product analysis:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the react-68 catheter was returned for analysis within a shipping box, within a plastic pouch, and within an opened react-68 outer carton (b018378). ¿ visual inspection/damage location details: no damages were found with the react-68 catheter hub. The react-68 catheter body was found stretched and separated at ~107.0cm from proximal end of hub (~40.0cm from distal end), retained by the inner wire. The distal ~40.0cm of the react-68 catheter body was found stretched and ovalized/slightly flattened. The react-68 distal end was found separated, which includes the distal marker/tip. The separated end was not returned. The tubing material of the react-68 catheter separated end exhibited with stretching and jagged edges with the inner wire stretched and exposed. ¿ testing/analysis: the react 68 catheter total length was measured to be ~147.0cm and the useable length was measured to be ~140.5cm which is not within specifications (specification: 132cm +3/-0cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink¿ report was confirmed. However, the report of ¿difficult navigation¿ could not be confirmed. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the events. Regarding the catheter separation, the broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is likely the react-68 catheter was removed against resistance causing the catheter to become ovalized/slightly flattened and separated. If information is provided in the future, a supplemental report will be issued.